Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: it was reported that during a percutaneous transhepatic cholangiography and drainage (ptcd) procedure, the 18 gauge needle of an ultrathane mac-loc locking loop multipurpose drainage catheter was unable to be withdrawn from the catheter. The device was removed and replaced with no adverse effects to the patient. Investigation ¿ evaluation a visual inspection, dimensional verification, and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The customer returned one ult8.5-38-25-p-6s-clm-rh, with the metal stiffening cannula and blunt stylet fully inserted through the catheter. There was biological matter throughout the length of the device. The metal stiffener was confirmed to be stuck in the catheter. The distal tip of the catheter and stiffener were manipulated, which released the stiffener. There was no visible damage on the stiffener or catheter. The catheter tubing was cut to obtain measurements. The catheter inner diameter and stiffener outer diameter measured within specification. A review of the device master record (dmr) concluded there are sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no non-conformances related to the reported failure mode. A database search was completed on lot 13345872 and no additional complaints were found.. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a CAPA was previously opened to address metal stiffener advancement and removal difficulty. The CAPA identified root causes related to manufacturing and implemented corrective actions. The complaint lot was manufactured prior to CAPA implementation. The cause of this event is manufacturing deficiencies. Although the root cause category would fall under cause traced to manufacturing, there is no evidence to suggest all items in the lot or similar devices in house or in the field are nonconforming. Additionally, based on examination of the returned product, it was concluded the device was manufactured to specification. Per the risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Customer (person): phone- (B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a percutaneous transhepatic cholangiography and drainage (ptcd) procedure, the 18 gauge needle of an ultrathane mac-loc locking loop multipurpose drainage catheter was unable to be withdrawn from the catheter. The user inserted the needle and catheter together into the lumen of the bile duct. Following, the needle was unable to be withdrawn from the catheter. A like device was used to complete the procedure. The patient did not experience any adverse effects as a result.